Manufacturer narrative:
Updated h6 codes updated h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of this complaint was traced component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited had no image. There was no patient involvement.

Manufacturer narrative:
The product was returned for investigation. The investigation results are summarized in the product analysis summary. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process.;